Event description:
As reported, after evoque implantation, the nosecone on the delivery system detached and remained in the patient (lodged within valve locking tabs). Edwards received notification of an evoque procedure in tricuspid position where during insertion up the right groin, the delivery system experienced significant resistance. All 3 dilators were used and significant bending was noted on all of them. The physician commented on this resistance through the entire insertion process, even throughout crossing. There was a lot of tension to retract the integrated sheath when the delivery system was entering the right atrium (ra), and while advancing the system to cross the valve, bowing was noted on the sheath. The nosecone was then retracted; without an issue, after releasing the anchors to 90 degrees . No significant tension was noticed to have been applied; however, when the valve was expanded to open the apices from the guidewire, the nosecone jumped/retracted into the valve (approximately a centimeter). The nosecone was not touched and no other abnormalities were noted through the rest of the expansion. Prior to release (atrial expansion), the nosecone was successfully retracted partially into the valve without any issues and the valve was deployed successfully in the optimal position. The delivery system jumped anterior and lateral upon release, but it did not appear to jump significantly more than in other cases when tension is released upon detachment from the valve. At this point, maneuvers were made to centralize the delivery system to remove it from the valve. When the nosecone lumen was retracted, the slider moved freely and the nosecone did not move. When advancing the wire, the nosecone came with it (remaining close to the wire curl). A quick examination of fluoro revealed no alarming bends in the vein and confirmed the nosecone was detached and floating on the wire. Flexes were removed from the delivery system and the physician attempted to pull the nosecone and wire out of the valve. The nosecone successfully retracted into the atrium but the wire remained entangled in the valve. When the wire was retracted, the nosecone was pulled towards the valve and lodged in the locking tabs. The wire was pulled out of the nosecone, and the nosecone stayed wedged within the locking tabs. After some conversation and examination of the stability and effect on tricuspid regurgitation (tr), the decision was made to leave the nosecone in place. Delivery system (and guidewire) were removed with no issues and access site was closed.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for full detachment of component from device into vasculature was confirmed with objective evidence. Visual inspection of the complaint device showed that the shaft had experienced tensile failure. Imaging shows potential that the complaint unit nosecone had a shifted forward lug but as the nosecone could not be retrieved, it is unable to be confirmed. No edwards manufacturing non-conformities were found in the returned sample. Based on the complaint investigation, the potential root cause is related to supplier manufacture. A CAPA has been initiated to further investigate the root cause and implement corrective actions as applicable.

Manufacturer narrative:
The following sections were updated/corrected/added: a2, a3, a4, a5, b1, b2, b4, b7, g3, g6, h2, h10 and h11. Additionally, this report is being created to link a voluntary medwatch to our manufacturer's medwatch.